Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: drainage.

Event description:
Patient reported the event of left side memory loss, fatigue, "temple "swelling as well as a bilateral exchange from textured to smooth due to concern with the product was reported. The patient also reported "temple swelling, breast have hardened, clear fluid leakage from glands, very red, and very hard and stiff as of 2015, 2016, and at certain times after." Device remains implanted.

Event description:
The events of "memory loss", "fatigue", and "temple swelling" are non-device related. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: visibility/palpability: unable to confirm as it is a medical event not related to the device. Erythema: unable to confirm as it is a medical event not related to the device. Anxiety - product/procedure: unable to confirm as it is a medical event not related to the device. Edema ¿ ndr: unable to confirm as it is a medical event not related to the device. Neurological symptoms ¿ ndr: unable to confirm as it is a medical event not related to the device. Malaise ¿ ndr: unable to confirm as it is a medical event not related to the device. Drainage: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Observed opening striated on radius side assessed as surgical damage. . Wear abrasion observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Patient reported left side "memory loss, fatigue, "temple "swelling," "breast have hardened", "very hard and stiff," which are not device related and exchange from textured to smooth due to concern with the product, "very red," and "clear fluid leakage from glands." Healthcare professional later reported exchange due to the patient concern with the product. Device has been explanted.